Event description:
It was reported that the patient presented for follow-up. The device could not be interrogated. Premature battery depletion was suspected. The patient had not received any therapies since (B)(6) 2011 and rapid depletion was observed over the last 3 months. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. No high current drain sources were found throughout testing. The battery was returned to the manufacturer for further analysis. The cause of the premature battery depletion could not be determined.